Event description:
Account indicated they are experiencing discrpant creatinine values. The incorrect results were not used to guide therapy. The field service representative was unable to confirm any malfunction of the system.